Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2021 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3,d9. H3 evaluation: h3 investigation summary: an opened box with twenty-four packets of product code mpvr4960 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: procedure name and date 5th august surgical removal wisdom teeth (multiple procedures on the same day) what tissue was being approximated or sutured when it broke? Tissue: gum (mouth). Were there any patient consequences due to the 5-10 minute delay? No consequences.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name and date? What tissue was being approximated or sutured when it broke? Were there any patient consequences due to the 5-10 minute delay? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Event related to mw # 2210968-2021-07714, mw # 2210968-2021-07715, mw # 2210968-2021-07717, mw # 2210968-2021-07719, mw # 2210968-2021-07720. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture snapped under tension during use in a patient. Another device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested